Event description:
It was reported that the indicated battery charge of the pump dropped rapidly to 5% despite being plugged in, and the previous day the pump had experienced an unexpected shutdown. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Technical support instructed the customer to connect the pump to a reliable power source and confirmed the replacement of the pump under warranty. The customer was informed on how to put the pump into storage mode and return it via a pre-paid label. The customer acknowledged these instructions and agreed to continue using the current pump until the replacement arrived.